Event description:
End user reports a polybag mixup inside the retail unit box labeled item number 730365 lot 55303. There were 5 polybags inside the box labeled with item 730165 lot 56551 and 5 polybags inside labeled 730365 lot 55303. End user did not open or use any of the syringes.

Manufacturer narrative:
Cause could not be established. CAPA is determined to be effective, as it ruled out product mixing from occurring at the manufacturer, mhc, and the retailer.

Manufacturer narrative:
Production records investigated for lot number 55303 and lot 56551. The testing showed no indication of abnormalities or malfunction at time of production. Lots 55303 and 56551 were produced and shipped 3 months apart making the cause of the polybag mixup unlikely caused in the production assembly.

Event description:
End user reports a polybag mixup inside the retail unit box labeled item number 730365 lot 55303. There were 5 polybags inside the box labeled with item 730165 lot 56551 and 5 polybags inside labeled 730365 lot 55303. End user did not open or use any of the syringes.